Event description:
It was reported that during a biopsy the slide of a biopsy instrument allegedly could not be locked into place. Reportedly, the slides were allegedly locked into place about two or three times out of twenty attempts. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically. Upon disassembly it was noted that the left bumper was missing, and the right bumper was bent within the device housing. Therefore, the investigation is confirmed for cannula self-activation. Additionally, the investigation is confirmed for the reported priming issue as the cannula was unable to lock into place with the device housing for an x-ray. The missing left bumper likely contributed to the bent bumper as well as the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, the device history records can not be performed. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy the slide of a biopsy instrument allegedly could not be locked into place. Reportedly, the slides were allegedly locked into place about two or three times out of twenty attempts. There was no reported patient injury.